Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that lead noise was observed. Undersensing was also noted. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition post-procedure.